Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:e1. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to a failure of the front panel and main board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (B)(6).

Event description:
It was observed that during the device inspection, the light source exhibited front panel light-emitting diode (led) not glowing properly due to defective front panel, and front panel switches not working intermittently due to defective main board. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.